Event description:
It was reported that during post-procedure treatment, the patient experienced significant gastrointestinal bleeding and erosive gastritis. The patient needed (B)(4) units of transfusions and was given 20mg of rivaroxaban. Additional information was received. Prior to the patient undergoing the pulse field ablatin procedure, it was noted that the patient had a colonscopy screening which presented two 6-mm non-bleeding sigmoid polyps removed with a cold snare; pathology showed tubular adenoma and hyperplastic polyp. The patient also has a history of obesity treated with endoscopic sleeve gastroplasty / distal pose with subsequent bariatric endoscopy follow-up documented. The pulse field ablation procedure was performed on (B)(6) 2024 with the farawave ablation catheter. On (B)(6) 2025, nine months post-procedure, the patient was doing well post-procedure until traveling abroad, when she experienced a massive gi bleed with sbp in the 60s, requiring (B)(4) units transfused. Xarelto was discontinued, and egd revealed diffuse erosive gastritis. The patient returned for an office follow-up visit on (B)(6) 2025 and decided on laao with their physician. And subsequently underwent laao on (B)(6) 2025. The device had already been disposed per facility protocol.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during post-procedure treatment, the patient experienced significant gastrointestinal bleeding and erosive gastritis. The patient needed 6 units of transfusions and was given 20mg of rivaroxaban.